Manufacturer narrative:
(B)(4). As no lot number was provided, a review of the device history record could not be performed. All process and test criteria are verified as complying with the finished product specifications for all released lots. No sample or picture were provided for investigation. A review of complaint data has shown no adverse trend. Should additional information be received or the product returned, the record will be reassessed.

Event description:
According to the reporter: the device was implanted and an operation was required several days later to remove it due to an infection. The patient has a history of auto immune diseases. The surgeon does not believe it to be due to the device. Additional information has been requested but not yet received.